Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) ranged from 500mg/dl to "high," via the continuous glucose monitor, with moderate ketones. Bg was corrected via a manual injection. The customer reverted to an alternate method of insulin therapy.